Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery was dead. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pack was returned for failure analysis. The battery pack was found to have an open thermal cutoff (tco) fuse.